Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the ceramic and bipolar head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6), 2023: lot 1907338: (B)(4), manufactured and released on (B)(6), 2020. Expiration date: 2025-01-14. No anomalies found related to the problem. To date, 113 items of the same lot have been sold with another similar reported event during the period of review. Batch review performed on (B)(6), 2023: ball heads: bipolar head 25060.2844 bipolar head ø28x44 (k091967) lot 2201492: 34 items manufactured and released on 19-april-2022. Expiration date: 2027-03-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.